Manufacturer narrative:
The field service engineer discovered the sample probe was partially blocked by clotted sample material. He replaced the sample probe. The customer has not reported any further issues. The investigation determined fibrin and clotted sample material is consistent with improper pre-analytic sample handling. The issue was resolved by the service actions.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable low tina-quant apolipoprotein ver.2 result for one patient tested on a cobas 8000 c (701) module. The initial result was not reported outside the laboratory. The customer performed repeat testing on another analyzer and the initial analyzer for confirmation. The patient¿s initial apolipoprotein result was 0.46 g/l. The repeat results were 1.82 g/l on the other analyzer, and 1.83 g/l on the initial analyzer. Apolipoprotein reagent lot number and expiration date were requested but not provided.